Event description:
It was reported that during a craniotomy, the drill operated when the trigger was not activated. Backup equipment was used to complete the procedure without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to all specifications. Preventative maintenance was performed and the device was returned to the user facility.